Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bypasss procedure, the thread broke on patient while the surgeon was doing the suture. The patient status is unknown.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. The visual inspection of the samples noted four partial sutures and four needles. The loop was observed to be broken from all four sutures but not returned. The four partial sutures were observed to be attached to the four needles. As no sealed products were returned, functional testing was precluded. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.